Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he gets low blood glucose levels at night within the 130 mg/dl range. He acknowledged that 130 mg/dl is a normal blood glucose range but that he has tolerated levels in the 500 mg/dl and 600 mg/dl range for so long that 130 mg/dl gives him symptoms of low blood glucose. The customer declined to be transferred to the 24-hour helpline since his trainer has been adjusting his insulin pump settings every three days and his numbers are starting to improve. No products were shipped or returned.